Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 12. Details of surgery: immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.